Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the leur-lock tip of the monoject 6 ml syringe is pulling air.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 815814x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. The DHR for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. During production, samples are pulled from throughout the run and visually inspected for defects. The defect inspections include, but are not limited to: damaged product or components, incomplete or incorrect assembly of product, as well as for poor workmanship. Physical testing is also performed to ensure that the critical dimensions meet the validated specifications. Testing for needle leakage is performed at established intervals throughout production. To ensure there is no leakage between an attached needle and the syringe. Procedures and standard work instructions exist for the setup, operation, and maintenance of the molding, printers, and assembly machines. Cleaning and maintenance requirements are defined and implemented to ensure continuing process capability. A lot cannot be released unless it passes all visual and physical testing requirements according to established aql standards. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. In addition, without a sample, a definitive root cause cannot be determined at this time. The reported customer complaint could not be confirmed. A root cause could not be determined. This complaint will be used for tracking and trending purposes.